Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the biomed : hamilton suddenly read "ventilation suppressed" with entire screen turning blue with dashes appearing. No flow detected while on pt. Pt desat to 40.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Additional information added in follow-up #2 cer 146134. Field b4, g6, h2, h3, h6 and h11 updated. The issue occurred during ventilation. Nevertheless, the event did not cause or contributed to a death or serious injury. The ventilation despite the white, black or blue screen continues. The root cause of the event was determined to be a defective ip esm board. After replacing the ip esm board, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the ip esm board could result in uncertainty of the user (white, black or blue screen) and the settings of the device cannot be checked/ updated. An alternative device is requested.

Event description:
Hamilton medical ag received the following incident description from the biomed : hamilton suddenly read "ventilation suppressed" with entire screen turning blue with dashes appearing. No flow detected while on pt. Pt desat to 40.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description from the biomed : hamilton suddenly read "ventilation suppressed" with entire screen turning blue with dashes appearing. No flow detected while on pt. Pt desat to 40.